Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they needed assistance with connecting their transmitter with their insulin pump and also mentioned that they experienced blood glucose levels of 362mg/dl and 325mg/dl an hour prior to the call and 403mg/dl during the call. The customer treated with the insulin pump and declined to troubleshoot for the high readings. The customer was successfully assisted with connecting the devices. No product will be returned for analysis.